Manufacturer narrative:
(B)(4).

Event description:
It was reported that "less than 24 hours after insertion the balloon detached from the tip of the catheter". As a result, the iab was removed. It is unknown if a 2nd catheter was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Returned with the sample was a non-teleflex three-way stopcock. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Upon further inspection of the bladder tip, it was noted the distal end of the bladder was no longer attached to the iabc distal tip. Upon further inspection, the iabc distal tip was still fully intact with the central lumen, the condition of the iabc distal tip shows evidence of the previous bond to the bladder. Bends to the iabc central lumen were noted at approximately 5.3cm, 12.2cm, 34.4cm, 43cm, 55cm and 72.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/ helium pathway. The customer photo was reviewed. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off, and no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 3.9cm from the iabc distal tip, which is the location of the previously not-ed bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 6cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A corrective and preventive action was opened/closed for this issue and the product was manufactured after the corrective actions were implemented. The reported complaint for iab "balloon detached from the tip of the catheter" is confirmed. During the visual inspection, the distal end of the bladder was no longer attached to the iabc distal tip. A leak was noted from the distal end of the intra-aortic balloon catheter (iabc) bladder membrane during the functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that "less than 24 hours after insertion the balloon detached from the tip of the catheter". As a result, the iab was removed. It is unknown if a 2nd catheter was inserted. No patient harm or injury. The patient status is reported as "fine".